Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Review of remote transmissions revealed that the device entered backup vvi mode. A software download was performed. The patient was fine and will be followed up normally.